Event description:
Customer reported that a pt got an over infusion of heparin. Pharmacist found in the cqi log that the concentration was incorrectly programmed at 0.2 units/ml when it should have been programmed at 50 units/ml. This caused the 500ml bag to infuse in about 6 hrs instead of 20-24 hrs. No pt harm. No medical intervention required.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported over infusion. The customer stated that the product will not be returned. A failure investigation could not be performed. Customer also stated they found the cause was a user error and not a device issue.